Event description:
Three-day-old was circumcised using sterile procedure with a mogan clamp. There was post-op bleeding and it was discovered that the glans penis tip had been partially transsected. A 3 x 4 mm piece of the penis tip had been removed. The infant was taken to surgery to be examined for urethral involvement (none found) and for reanastomosis of the piece of tissue removed. The procedure was completed and the baby was discharged. A follow-up urology clinic visit on 3/28/95 revealed that the reanastomosis was successful and there was no infection. Child will be followed in urology clinic.